Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by the caller that the patient felt like one of the wires was ¿pricking¿ them/felt like wire was poking the patient. The caller reported that about a month ago when the patient went through security and felt a ¿shocking,¿/shocking when going through security. The caller noted this has been happening when the patient goes through security since they got the device, and that when the patient would go through security they would leave stimulation turned on. The caller reported they decreased stimulation from 3.4 down to 1.5 or 1.6 to see if the device was still effective and noted up until the last few days the patient had felt like the device was working fine. The caller reported the patient was not getting relief from the device and they were going to the bathroom several times at night. The caller reported if they try to increase stimulation up to 1.8 the patient would get ¿shocked.¿ while on the call, patient services walked the caller through how to change programs and the caller changed from program 3 to program 4 and then increased stimulation on program 4 to 1.6. The patient then reported that stimulation was comfortable and that they were not feeling the poking sensation. The caller was redirected to follow up with the health care physician (hcp) if symptoms didn¿t improve and if the poking sensation were to come back. There were no further complications reported.

Manufacturer narrative:
Product ID: 3889-28, lot# va0x78w, (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.